Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a call service 064 alarm was observed in the black box and alarm history on the date of the reported issue. The pump powered on properly with no alarms. During the rewind step, the pump gave a replace battery alarm.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.